Event description:
Same case as MDR# 6000089-2006-00126. After a coronary artery drug eluting stenting treatment procedure the pt expired. The indexed procedure involved placement of two taxus express2 stents sizes 2.75x20mm and 2.75x16mm in the left anterior descending (lad) coronary artery. It was reported that the pt looked good after the procedure, but died later because of hosp infection. Dr. Could not identify the main reason for the pt's death.